Event description:
New information notes that the infection was systemic not related to the device. Device will not be return for evaluation. Patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to a pocket infection. The patient is stable.